Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic investigation: the device was not returned for analysis. Therefore, the root cause of the issue could not be determined. Review of the complaint file determined that the device was used for greater than six hours. Per supplemental IFU, extended use was deemed to not produce undue risk. It is noted that if the pump is allowed to run with insufficient fluid, for example in the presence of a thrombus formation, this will cause degradation of the pivot bearing. Trends for issues with this product are reviewed at quarterly quality meetings. This investigation was completed with the information that was provided. If additional information is received, this investigation will be reopened if deemed necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this custom pack the cbap40 pump developed a clot after 96 hours (4 days) use. The clot grew rather suddenly over approximately 60-90 minutes from first noticing ¿tails¿ in the venous return line. Perfusionists were able to re-establish flow with hc150a emergency hand crank. The entire circuit was replaced with no other issues noted. There is no adverse patient effect reported with this event. Additional information from the customer: - the non-medtronic oxygenator being utilized in the circuit also developed clot. Act test not utilized, rather 10a assay test utilized. 10a assay was between 0.3 and 0.7 for this patient. Heparin was the anticoagulant that was used. This was a covid vv ECMO patient. The patient was cannulated in the neck and the groin. The patient had been on heparin and was converted to direct thrombin inhibitors with ptt¿s appropriate for ECMO therapy per our guidelines. Custom pack used - model number cb7f11r13. Lot number 220257584.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this custom pack the cbap40 pump developed a clot after 96 hours (4 days) use. The clot grew over approximately 60-90 minutes from first noticing ¿tails¿ in the venous return line. Perfusionists were able to re-establish flow with a hc150a emergency hand crank. The entire circuit was replaced with no other issues noted. There was no adverse patient effect associated with this event.